Manufacturer narrative:
This report is report is being submitted to add the initial reporter email (e1) in section e, initial reporter. The supplemental is being submitted to document the results of the device evaluation: complaint investigation indicates the product was returned to boston scientific, based on the field report of dehiscence (the splitting open of a wound). Analysis of the returned product is not able to provide relevant information for the dehiscence allegation; however, dehiscence is a known medical risk associated with the implantation of a device under the skin.

Event description:
It was reported that a patient presented to the clinic for a routine wound check after receiving an insertable cardiac monitor (icm). Upon examination, it was found that the device was no longer in the body. The patient had the icm in their possession but was unsure if it had come out on its own or if they had removed it themselves. The icm will be sent back to the manufacturer using a product return kit. The patient did not show any signs of systemic issues and is being closely watched by medical staff. No additional adverse patient effects were reported. The insertable cardiac monitor recorded multiple pause events over a short period, each exceeding the programmed threshold for duration. These events were flagged as alerts but remain unassessed. Furthermore, the presenting ECG showed persistent low-amplitude noise. No new device implanted. The icm was returned for analysis.

Event description:
It was reported that a patient presented to the clinic for a routine wound check after receiving an insertable cardiac monitor (icm). Upon examination, it was found that the device was no longer in the body. The patient had the icm in their possession but was unsure if it had come out on its own or if they had removed it themselves. The icm will be sent back to the manufacturer using a product return kit. The patient did not show any signs of systemic issues and is being closely watched by medical staff. No additional adverse patient effects were reported. The insertable cardiac monitor recorded multiple pause events over a short period, each exceeding the programmed threshold for duration. These events were flagged as alerts but remain unassessed. Furthermore, the presenting ECG showed persistent low-amplitude noise.

Manufacturer narrative:
This report is report is being submitted to add the initial reporter email (e1) in section e, initial reporter.

Event description:
It was reported that a patient presented to the clinic for a routine wound check after receiving an insertable cardiac monitor (icm). Upon examination, it was found that the device was no longer in the body. The patient had the icm in their possession but was unsure if it had come out on its own or if they had removed it themselves. The icm will be sent back to the manufacturer using a product return kit. The patient did not show any signs of systemic issues and is being closely watched by medical staff. No additional adverse patient effects were reported. The insertable cardiac monitor recorded multiple pause events over a short period, each exceeding the programmed threshold for duration. These events were flagged as alerts but remain unassessed. Furthermore, the presenting ECG showed persistent low-amplitude noise. No new device implanted.